Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 400-500 mg/dl. The customer experienced nausea and thirsty symptoms as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was ok for troubleshooting. The insulin pump will be returned for analysis.